Manufacturer narrative:
The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Log file analysis review date: 12/22/2015, dated through 12/09/2015-12/22/2015: normal power consumption with intermittent suction. Additional notes: 4 electrical fault alarms have been logged since december 16, 2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This is one of two reports (3007042319-2016-00276 and 3007042319-2016-00277) submitted for devices related to the same events .

Event description:
It was reported by the medical doctor that the patient experienced an "electrical fault" alarm, log files were sent and a driveline connector cleaning was performed per fs0008 rev 03 to remove dust and particles from the driveline connector. The pump was stopped for a total of two minutes and the controller was exchanged without issue. The patient is reported to be stable and in good condition. Investigation is ongoing.

Manufacturer narrative:
The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults.